Manufacturer narrative:
Sample returned to manufacturer date: unknown. The investigation date has been used for this field. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 6253692 with the incident lot was observed. Root cause could be improper hygiene from an associate that lead to dirt being introduced into the manufacturing environment. Previous investigation with pic still applies.

Event description:
It was reported that bd vacutainer® edta 2k had foreign matter in the tube. No serious injury. No medical intervention.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.